Event description:
End user states the left rear casters have split in two about 2 inches apart. The dealer also called in on the same day and states the end-user uses it as a wheelchair and he is propelling in it.